Manufacturer narrative:
The insulin pump was received with missing segment due to lcd cracked zebra connector. The pump was received with a scratched lcd window. The pump had a cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a display anomaly. The blood glucose at the time of the incident was unknown. The notes state the customer has a display anomaly or partial display. Troubleshooting was not performed. The device will be returned for analysis.